Manufacturer narrative:
This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is (B)(6) 2022. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2022, both the trochanteric fixation nail advanced (tfna) helical blade and the distal locking screw missed the nail anteriorly. As a result, when trying back out, the blade/screw guide sleeve banged on with the hammer and auto backing out. As a result, the blade/screw guide sleeve was damaged, and the buttress/compression nut was removed. Procedure was completed successfully with an approximate twenty minute delay. This report is for an unknown tfna helical blade. This is report 3 of 5 for (B)(4).